Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 27 mm valve was explanted and replaced by a 25mm valve after an implant duration of 4.43 months due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: no information is available about device return. The explant surgeon and the follow up doctor contact information was not provided; therefore, we were unable to investigate further for return of the device. The device history record (DHR) review is in progress. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without the additional information required regarding the patient history, or a response from the health care provider, we are unable to investigate into the root cause for this event.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.